Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because uncomfortable stim and pain were reported which are known events. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for previous investigations and none applied. The pt experienced tingling next to the deactivator for electronic surveillance, but was also experiencing tingling in her car, so it was unclear if there was an emi issue. Per the lfc, the stim needed to be turned down. The reported tingling did not appear to be a numbness issue. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend shocking/jolting and pain. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. Concomitant medical products: product ID 3889-28, lot# va051ye, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that when the patient returned from work the previous day, she ¿did not feel well¿. The patient reportedly ¿ached and hurt¿ all day. The patient felt ¿tingling around her waistband, down in her feet and down her right leg¿ and was taking pain medication. The reporter indicated that the patient worked 8 hours next to the deactivator for electronic surveillance. It was noted that the patient was unsure if the ¿tingling¿ went away when she moved away from the deactivator. However, at the time of the report, the reporter stated that the ¿tingling¿ did not go away as the patient was still feeling it sitting in her car at the time. The patient reportedly had pain ¿in the arch of her foot¿ as well. It was indicated that the patient was scheduled for an appointment with her healthcare provider (hcp) the following monday. After additional review, it was noted that the patient felt funny all over and felt horrible. It was also noted that the patient place of employment had a magnetic field around the electronic surveillance. It was later reported that there were no abnormal impedance measurements. An x-ray on (B)(6) 2013 showed that lead in good placement. Hospitalization was not required. Patient outcome was no injury. They decreased voltage to improve symptoms.